Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: mother states two hypoglycemic events happened at school related to possible ghost bolus. Mother did not remember what the low (blood glucose) bg levels were. The school nurse treated with glucose tablets and food but bg would not stabilize. Mother states she came to school and provided juice and soda as well and child's bg rose to 262 mg/dl. Mother states issue has been going on for two weeks; she originally thought physical education (pe) class was causing the lows, as there have been no hypoglycemic events at home. She had child change schools to decrease pe activity. Patient was taken to health care provider (hcp) who ordered the patient off the pump and placed child back on injections today. Mother states she does want to resume pump therapy after replacement pump arrives. Customer technical support (cts) reviewed pump with mom. Mom states the pump delivered boluses on its own at 12:25 - 11.10 units of 11.10 completed ; and at 10:02 9.15 units of 9.15 units completed today. This complaint is being reported due to the allegation that the pump delivered bolus without user intervention and the patient experienced hypoglycemia requiring medical intervention, related to the alleged malfunction.